Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or due to malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a valve in valve procedure performed with a 26 mm sapien 3 ultra valve implanted into a 26 mm sapien valve that was implanted on september 18, 2012 in the aortic position via transfemoral approach. No additional information is available at this time.